Manufacturer narrative:
Device manufacture date: january 9, 2018 ¿ january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was connected to the patient at a hospital and disconnected by the nurse at the patient's home when it was noted that the device had not fully infused. The reporter stated there was "approximately 75% left" of the drug in the bladder. The folfusor had been filled with a compounded solution of fluorouracil 4600mg in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.